Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e (essure) free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e (essure) free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('e (essure) free/always on the left side occasionally on the right side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content from pfs: event medical device removal pt was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('e (essure) free/always on the left side occasionally on the right side, in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("feeling tired all of the time"), menometrorrhagia ("non stop erratic heavy periods"), autoimmune disorder ("autoimmune diseases") and systemic lupus erythematosus ("suffering from lupus") and was found to have weight increased ("weight gain almost 100lbs"). The patient was treated with surgery (she had undergone essure removal surgery, hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered autoimmune disorder, fatigue, menometrorrhagia, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿feeling tired all of the time¿, ¿in pain¿, ¿non stop erratic heavy periods¿, ¿autoimmune diseases¿, ¿suffering from lupus¿, ¿weight gain almost 100lbs¿were added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.